Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: to clarify: how was the device removed from the tissue? Cut out. On what tissue type was the device used? Colon at what location on the tissue? Rectum. On which firing(s) did this event occur (1st, 2nd, 8th, etc.) 2nd. What color cartridge was being used? Blue. What other color cartridges were used before and after this event? Blue. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? If so, when? Yes on initial clamp. Were any of the forces higher or lower than expected (closing, firing)? Yes higher. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? No had to pry it open. Is there any other additional information you would like to share about this device or procedure? Finished with an echelon.

Event description:
It was reported that during a colectomy procedure, it was reported to the rep that the surgeon was doing the procedure and was deep in the pelvis clamped the device was stuck on the bowel. The release button would not work. There were no patient consequences. Case completed with another device.